Event description:
It was reported that the patient passed away on (B)(6) 2013 while connected to the ventilator. There are allegations of ventilator malfunction causing patient harm from the patient's husband. The details regarding the allegations are unknown at this time. The patient death is currently under investigation by the police.